Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2004 - the patient underwent surgery for repair of a ventral/incisional hernia. A bard flat mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to drain an intraabdominal abscess and remove his mesh implant. (B)(6) 2016 - the patient underwent a bowel resection, division of adhesions and an exploratory laparotomy to address his fistula. The attorney alleges the patient was injured severely and permanently. Addendum as alleged per additional information provided: (B)(6) 2016 - patient had anemia, deep vein thrombosis, edema right leg, severe sciatica, nerve damage, fistula, abscess, and mesh migration, bowel perforation and small bowel resection (x2). Addendum per medical records: (B)(6) 2004 - per the operative notes: patient underwent repair of a ventral incisional hernia with implant of a bard flat mesh. ¿there were multiple hernias present (at least 3). Ultimately, we were able to create a single defect from the multiple defects, and we were left with a large defect at least 6¿ x 8". We obtained a 10x14 inch portion of mesh (bard flat mesh) and we folded it into two plies. We anchored the mesh to the under side of the superior corner of the fascial defect with two horizontal mattress sutures of #1 prolene.¿ horizontal mattress sutures were used to suture the mesh to both sides of the fascial defect. Excess mesh was excised from the inferior margin of the defect and sutured completely. There was no space between the anterior abdominal wall and the mesh. Patient presented with spontaneous drainage from midline incision; I&d resulted in evacuation of gas and enteral contents. (B)(6) 2016 - patient underwent laparotomy with drainage of abscess and removal of mesh. Per operative notes: the draining sinus tract was ellipsed and the mesh was encountered. ¿I began to separate the mesh from the bowel that was very densely adherent to the underside of the mesh. This process involved approximately an hour and half of dissection including oversewing same serosal tears on the surface of the small bowel with 3-0 vicryl sutures. Ultimately, I was able to develop the space between the anterior abdominal wall and the mesh and this confirmed that the entire mesh was contaminated. We embarked on a tedious process of excising the mesh it in its entirety. I divided prolene sutures which had been used to suture the mesh into position. The entire mesh was contaminated with enteral contents. As we unroofed this cavity, l identified what appeared to be the fistulous opening in the small bowel. This opening was present with in a mass or granulation tissue and matted small bowel which did not readily permit separation or isolation. After working on both sides of the abdomen, we were ultimately able to remove the mesh in its entirely.¿ an abramson sump was inserted adjacent to the fistula. (B)(6) 2016 - patient underwent surgical repair of enterocutaneous fistula, lysis of adhesions and small bowel resection.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event to date no medical records have been provided. The information provided indicates that twelve years post implant of the bard flat mesh underwent surgery which included removal of "his mesh implant." The patient's medical course between the implant of the bard flat mesh in 2004 and the additional surgery in 2016 was not provided at this time. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Review of medical records provided finds a patient with a complex surgical history significant for multiple bowel surgeries. Note the patient¿s attorney alleges bowel perforation, however, there is no indication in the medical records provided that a bowel perforation occurred. Adhesions and fistula formation are known inherent risks of surgery/use of the device and are listed in the adverse reactions section of the instructions-for-use, supplied with the device as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event to date no medical records have been provided. The information provided indicates that twelve years post implant of the bard flat mesh underwent surgery which included removal of "his mesh implant." The patient's medical course between the implant of the bard flat mesh in 2004 and the additional surgery in 2016 was not provided at this time. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2004 - the patient underwent surgery for repair of a ventral/incisional hernia. A bard flat mesh was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to drain an intraabdominal abscess and remove his mesh implant. On (B)(6) 2016 - the patient underwent a bowel resection, division of adhesions and an exploratory laparotomy to address his fistula. The attorney alleges the patient was injured severely and permanently.